Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on 7-may-2026, the tablet touchscreen does not respond, it is not possible to access the different tabs.